Event description:
A surgeon reported that during intraocular lens implant surgery the first lens was inserted and the haptic broke. The iol was removed and replaced with a second iol. When the second iol was inserted the haptic broke. The second iol was removed; however, a piece of the iol attached to the cornea which was removed by "peeling with viscoelastic". The surgeon inserted a third iol which remains implanted. A crack was noted in the implanted iol. The pt's vision was not affected by the observed crack. Postoperatively the pt presented with corneal edema and endothelium damage. The pt was treated with an oral and ophthalmic steroid. Two weeks following surgery, the pt completely recovered. The surgeon indicated the use of an unapproved viscoelastic and handpiece. There are two medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
Evaluation summary: the complaint samples were not returned. Four unopened cartridges were returned for the this lot number. No abnormalities were observed. Product history records for the all documents indicate the product met release criteria. Not enough information was provided to conduct a review on the lens lot. The dvd review indicated a failure to follow the dfu and plunger underride. Functional testing was conducted on two of the unopened samples per the dfu with no lens damage observed. Per the dvd review, the root cause appears to be related to a failure to follow the dfu. An inadequate amount of viscoelastic was placed into the cartridge. An unapproved viscoelastic was indicated. The plunger again appears to have underridden the optic edge and trailing haptic. Lens is advanced in a jerky motion into the eye. The trailing haptic appears to have a chipped area on the edge. There have been three similar complaints reported from the same facility associated with this lot number. Additional information was requested and received. (B)(4).